Event description:
It was reported that during a prostate procedure, @ 54,151 joules, the fiber was spinning inside the cap and over activity of fiberlife. The procedure was completed with a second fiber. "No injury to patient" reported. Gland volume: 40 ml time expended: 8:40 minutes

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits moderate devitrification at the output window; the cap exhibits white crystal-like deposits. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.